Manufacturer narrative:
Investigation summary : bd received 1 photo for investigation. The photo was reviewed and shows a fibrin strand in the serum. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed as a bd product issue for the indicated failure mode fibrin. After additional information provided by the customer, the root cause was attributed to a centrifuge issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes contain fibrin after processing. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes contain fibrin after processing. There was no health impact or consequences reported.